Manufacturer narrative:
The alarm trace showed several sample aspiration alarms. Based on the calibration and qc data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2024, the initial beta hcg result was 115 miu/ml. On (B)(6) 2024, a new sample was collected from the patient and the result was <1 miu/ml. The first sample was repeated on two cobas pro analyzers and the repeat results were both 3 miu/ml. The repeat results were deemed correct.